Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2017 for worsening hypoxia and was intubated for treatment of pneumonia. The patient was treated with antibiotics and extubated on (B)(6) 2017. During the night of (B)(6) 2017, the patient fell out of the bed onto the backside and elbows. Around this time, it was noticed that the patient had a left facial droop and slurred speech. The patient's anticoagulation was discontinued. CT scan of the head revealed bilateral subdural hemorrhage with layering with left toward midline shift and cerebral edema in the right. The patient expired after withdrawal of support on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported cerebral hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.